Event description:
It was reported that the asymptomatic patient presented to clinic with stored episodes of auto-mode switch due to noise. Decrease in pacing lead impedances with variable measurements was also noted. During the revision procedure, both the rv and atrial leads were found coiled under the can with an acute bend showing insulation damage. Both leads were explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.5-9.5cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of noise and low pacing lead impedance. (B)(4).